Manufacturer narrative:
A partial lead with the connector pin measuring 38.0 cm was returned for analysis. External insulation abrasion was noted at 23.5-25.3 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise oversensing issue.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02133. It was reported that the patient presented in clinic for a routine device replacement and leads revision. Right atrial (ra) noise oversensing was observed on episodes of inappropriate mode switch and noise reversions. Left ventricular (lv) lead dislodgement was noted several years ago. Both leads were explanted and replaced. The patient was asymptomatic before, during and after the procedure. The patient was discharged the next day.